Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer also reported that she had a low blood glucose reading of 35 mg/dl the night prior. Nothing further reported.